Event description:
Olympus (B)(4) was informed that the customer duodeno-videoscope was returned for service/repair for a reported elevator issue. ¿forceps raiser movement is not smooth. An abnormal noise coming from forceps elevator movement¿. Upon inspecting and testing, service identified foreign material/stains in the forceps elevator. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation could not confirm that there is an abnormal noise coming from the forceps elevator movement but was not able to confirm the forceps raiser is not smooth. Also, service inspection identified foreign material/stains in the forceps elevator. Additionally, the bending section cover adhesive is detached, the image guide protector is cut, the suction cylinder is scraped/deep scratches, the control body and grip have debris stains, the up/downright/left control knobs are dirty, the universal cord coating is scratched and peeling, the switch box and buttons (3 & 4) are scratched, and the scope connector is scratched and discolored. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The device was inspected prior to use, and this event was found during the inspection. The device was not used on patient. No patient injury or infection was reported. The customer follows reprocessing steps as per the instructions.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation, to update b3 and b5, and to correct g3 of the initial medwatch. Additional information to b3 and b5 of initial medwatch. Date of event was 21-feb-2022. The device was inspected prior to use, and this event was found during the inspection. The device was not used on patient. No patient injury or infection was reported. The customer follows reprocessing steps as per the instructions. Correction to g3 of the initial medwatch. The aware date should be 06-mar-2022 (utc). Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found the following. -adhesive on the bending section rubber is detached. -connecting tube has a scratch. -image guide protector has a cut. -grip is dirty. -the device cover has a scratch. -suction cylinder is shaved. -control unit is dirty. -angulation knob is dirty. -switch has a scratch. -universal cord has a scratch. -universal cord has coating peeling. -the connector has a scratch and has discoloration. -light guide cover glass is dirty and has a scratch. -universal cord is deformed. -due to wear of angle wire, the play of angulation knob is out of the standard value. -due to deformation of forceps elevator wire, forceps lever makes noise when moved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. There was a possibility that the reprocessing steps recommended in the instructions was not performed completely due to the forceps elevator not working by breakage of the forceps elevator wire. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.